Event description:
It was reported that the customer was hospitalized for one day for having high blood glucose levels and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline while in the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.